Manufacturer narrative:
The pump has not been returned to animas for eval. The pt is a new pump user and is currently working with his certified diabetes educator to adjust his insulin dosages. The pt's insulin to carbohydrate dosages were reduced and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt rec'd emergency room treatment for hypoglycemia.